Manufacturer narrative:
(B)(4). No product failure indicted. Per affiliate only one set screw had loosened. However, it is unknown which of the two types of set screws [1797-02-000 and 1867-15-000] had loosened postoperatively .as such only one of the set screws from each product code [1797-02-000 and 1867-15-000] was coded: spine: implant failure: loosening. The remaining set screws were coded: spine: concomitant. Eight single inner set screws were reported but a was only indicated with one set screw. Single inner set screw is a concomitant device. There is no indication that the single inner set screw caused or contributed to the event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Expedium, pedicle screw spine system. The patient had original surgery in 2011, l2-pelvis posterior spinal fusion. Booked for revision surgery, (B)(6) 2015 for extension of fusion, t11-pelvis, due to instability of fusion, implants appear to have moved. It was noted that the si set screws at l2 and l3 were loose and the rod on the right side was broken when removed from the patient. The screws at l2, 3 and 4 were removed and replaced with other expedium pedicle screws and then the construct was extended up to t11 to provide adequate stabilisation and fusion. Both rods and all the si set screws were replaced. Patient recovering satisfactorily at the time of this report. Patient details; ID (B)(6). X-rays are available.